Event description:
During a case involving the lad, the stent was deployed fine and was post-dilated with the stent delivery system (sds). Upon removal of the sds, as it was pulled into the guiding catheter, there was resistance encountered. The sds was pulled to remove it (contrary to IFU) and the distal shaft separated. When the guiding catheter was removed, both pieces were removed from the pt. Reportedly, there was no pt injury.